Event description:
A pt reported experiencing inaccurate erratic results with a meter. The pt's blood glucose results were 150, 226, 350 mg/dl and 180, 40, 403 mg/dl. Tests were done within 10 minutes with a difference of 49% and second set 103%. Pt did not experience any adverse events. No further info has been reported.